Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. The product lot number was not provided. Therefore, the manufacturing records could not be reviewed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event.

Event description:
On 03-nov-2025, penumbra inc. Became aware of a journal article titled, "navigating severe vascular tortuosity and cervical carotid loop management in stroke thrombectomy: a case report and review of the literature" (patel, et al. 2025). The event date was not provided; however, the article was received on 23-oct-2024 and documents a patient who underwent a thrombectomy procedure to treat a tandem common carotid artery bifurcation thrombus with an m1 segment of the middle cerebral artery (mca) occlusion using a penumbra system red 72 reperfusion catheter (red72), a sendit delivery device (sendit), a benchmark bmx96 access system (bmx96), and a microwire. After the first pass, a loop in the right cervical internal carotid artery (ica) straightened and severe vasospasm developed. Management included intra-arterial verapamil and gentle external neck manipulation, which provided limited improvement. A second pass was performed by carefully crossing the lesion with a non-penumbra microcatheter and catheter. Post-procedure angiography showed tici 2b reperfusion, resolution of vasospasm, and restoration of the pre-treatment ica loop configuration. The patient was discharged to a rehabilitation facility with an nihss score of 5.